Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was no reaction from the discharge button. No negative patient impact was reported.